Event description:
This is filed to report single leaflet device attachment/slda, and increase mitral regurgitation, medical intervention it was reported that the initial mitraclip procedure performed on (B)(6) 2021 was to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted anterior prolapse. One clip (10218r182) was successfully deployed. Reducing mr to <1. Then on (B)(6) 2021, during follow up, it was discovered that the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. The patient was re-admitted. On (B)(6) 2021, an attempt was made to treat the slda and recurrent mr grade of 4+. The clip delivery system (cds 10427r182) was advanced to the mitral valve, but the clip could not grasp both leaflets. It was noted that imaging was challenging due to the slda. Therefore, the cds was removed with the clip attached. Leaflet damage was observed. The patient was left untreated. No additional clips were implanted, and mr remains to be 4+. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip mentioned is being filed under a separate med watch report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the failure to grasp the leaflets appears to be related to procedural conditions associated with challenging imaging (image resolution poor). The image resolution poor was associated with the imaging being challenging due to the single leaflet device attachment (slda) and thus related to patient and procedural circumstances. The unspecified tissue injury appears to be due to the procedural conditions associated with the failure to grasp the leaflets. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.